Event description:
It was reported that this pacemaker system showed right ventricular (rv) auto threshold test detected as above programmed amplitude or suspended. An increase in the capture threshold and impedance of the rv lead was noted. Technical services (ts) was consulted, reviewed possible reasons for the exhibited issue and recommended further lead testing. This right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received, and the right ventricular (rv) lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.